Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with the ethicon product (pds ii suture) involved? Does the surgeon believe that ethicon product (pds ii suture) involved caused and/or contributed to the post-operative complications (infection) described in the article? Were these following cases discussed in this article previously reported to ethicon?: (B)(6) years old male with staphylococcus caprae (B)(6) years old male with (B)(6), (B)(6) years old male with (B)(6), (B)(6) years old male with staphylococcus caprae and early failure, (B)(6) years old male with staphylococcus epidermidis and staphylococcus caprae, and (B)(6) years old male with (B)(6) and one-time open revision. If yes, please provide a complaint reference number for each patient? Events were submitted via 2210968-2020-04343, 2210968-2020-04344, 2210968-2020-04345, 2210968-2020-04346, and 2210968-2020-04347. (B)(4).

Event description:
It was reported in a journal article with title name "meniscus repairs can be saved in the event of postoperative septic arthritis". Philipp schuster1 · markus gesslein2 · michael schlumberger1 · philipp mayer1 · hermann josef bail2 · jörg richter1. Received: 23 october 2017 / accepted: 28 february 2018 / published online: 6 march 2018 © european society of sports traumatology, knee surgery, arthroscopy (esska) 2018 schuster p, et al. (2018), "meniscus repairs can be saved in the event of postoperative septic arthritis" has been reviewed and assessed for alleged deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of a depuy synthes device; none is found, this article is a non-complaint. -26may2020 all-inside sutures were performed with the fast-fix device ( smith & nephew, memphis, tn), outside-in sutures were performed with pds (polydioxanone) sutures (ethicon, somerville, nj) in the early years of the study and then with fiberwire 2.0. (B)(6) years old male ¿ left side- lateral(discoid) meniscus- complex type of lesion-hybrid repair- outcome: staphylococcus aureus and one-time open revision.